Event description:
While demonstrating and training the rpm product, the staff and the varian trainer (vt) noticed that the sine wave tracing became inverted; the workstation was closed and the pt was brought back up to check to see if it was just a display issue, and again the tracing was inverted. There was no adverse event as a result of this complaint.

Manufacturer narrative:
The investigator for this complaint has reported that this is a known issue previously investigated and reported. A discrepancy report has been created for the issue fix and retrofit of the install base. The error may be reproduced with rpm 1.7.5 3d if the system is induced to frequently lose and re-acquire tracking of the 6-dot marker block. The root cause of the malfunction has been determined to lie within the smart track software library used only by the rpm 1.7. 3d version (2d tracking is not affected). A customer technical bulletin has been created to inform the customer about this issue and the product fix. There was no adverse event as a result of this complaint. Should this malfunction recur, it is impossible that it would result in serious injury. No add'l f/u to this MDR is expected.